Event description:
Additional information received from the patient. The patient reported that the replacement of the recharger resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator for parkinson¿s dual. It was reported that the patient was experiencing poor coupling and extended charging time when recharging their implantable neurostimulator (ins). The caller stated the patient would have 8 coupling boxes then the boxes drop off. They added that they were able to communicate with their ins using other external devices and the issue began the first time they used their recharger. No patient symptoms were reported.